Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the dead space of the delivery catheter was filled with dmso. There was no friction or difficulty during flushing or injection. The patient was recovering great with no symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo catheter separated due to onyx entrapment. The physician was injecting onyx 18 into the middle meningeal artery (mma) artery. Physician noticed some onyx reflux proximal to the detachment point on the apollo 1.5cm. The physician decided to remove the apollo. The apollo detached correctly but the refluxed onyx congregated at the tip of the now distal portion of the apollo catheter. The congregated onyx would not detract into the midway 43 during removal and the apollo catheter broke proximally about 30cm from the distal end. The physician removed the midway 43 and the remaining apollo catheter. The proximal end of the apollo catheter was still inside the benchmark 71. The physician retracted the benchmark until the proximal portion of the apollo was visible (right subclavian). The physician then used a loop snare and captured the proximal end of the apollo and removed it through the benchmark 71. The congregated onyx was also removed and upon inspection was still stuck to the distal portion of the apollo. The physician paused for 30 seconds during injection. There was 7mm-10mm of onyx reflux. The catheter was broken in the middle. All segments were removed from the patient. No surgical or medical intervention was required. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was undergoing middle meningeal artery embolization. Access though radial approach from external carotid artery. Access vessel diameter was 1mm. No patient symptoms or complications were reported. Ancillary devices: terumo 6f slender sheath, benchmark 95cm 071 guidecatheter, synchro2 soft 200cm guidewire, midway 43 penumbra

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.